Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited over-sensed noise leading to inappropriate anti-tachycardia pacing(atp). No intervention was performed. The patient was in stable condition.